Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by mokka et al in acta orthopaedica (2013), doi: 10.3109/17453674.2013.859419. This information was originally reported on 1825034-2016-00223 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "adverse reaction to metal debris after recap-m2a-magnum large-diameter-head metal-on-metal total hip arthroplasty" which aimed to assess the prevalence of and risk factors for armd with the recap-m2a-magnum ldh mom tha. A patient was identified in the article that underwent a total hip arthroplasty on an unknown date. Subsequently, the patient experienced hard pain, swelling, elevated ions and armd. No revision procedure occurred. No further information has been provided.